Event description:
In 2004, the vad coordinator notified the MFR that the dual drive console (ddc) bottom module (bmod) went blank when unplugged from ac power while supporting a left ventricular device pt. The pt was successfully switched over to the back-up (top module). The pt remains ongoing on vad support.